Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported that when they do a narcotic waste, there was no requests for 2nd witness to waste the narcotic.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.